Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator generated an error message to replace the coin battery. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the coin battery and performed extended self-testing on the device and all tests passed.